Event description:
The index procedure was elective with a primary indication of positive functional study for ischemia/silent ischemia. The target lesion was the 2nd obtuse marginal of a saphenous vein graft (vessel diameter 3.50mm x lesion length 38). The lesion was classified a de novo, non-occluded, non-bifurcated with little to no calcification none. The preprocedure diameter stenosis was 90% with a timi 3 grade flow. This lesion was completed with direct stenting using a cypher 33mm x 3.50mm stent. Angiographic success was achieved for this pt, as postprocedure diameter stenosis was 0% with a timi 3 grade flow. Additionally, there were no procedure complications or product malfunctions during this procedure. However, postprocedure, same day, the pt experienced an adverse event of dysarthria and right facial drooping. Treatment for this event was not noted.